Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was warming to 37c in an arctic sun device. When they started warming, the patient temperature was 35.7c. The patient temperature has dropped over the last 3 hours and was now 35.2c. Confirmed water temperature (wt) was 37.4c, water flow rate (wfr) was 2.3 l/min, they have four pads with good coverage. Nurse confirmed water temperature has been around 37c. Nurse stated that they had paused therapy for the patient to go to a procedure earlier, but when the patient returned, the patient temperature (pt) was 35.7c and they resumed therapy. This was when the patient temperature started dropping and they initially wanted to give it a little time to see if it was from therapy being paused, but now the patient was continuing to drop. Walked nurse through accessing diagnostics showed that the outlet monitor temperature (t1) was 36.2c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 36.4c, chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 0 percentage, and heater command (hc) was 0 percentage. Confirmed device was set up in normothermia. Walked nurse through setting device in hypothermia to utilize the rewarming function. Adjusted the rewarm from to the patient¿s current temperature, now 35.3c, and nurse confirmed their rate was 0.25c/hour and targeted temperature (tt) was 37c. Nurse started rewarming therapy. Suggested nurse monitor over the next hour and call back if the patient was still not warming or if water was not staying warm. Offered to call nurse back in an hour to check on therapy, would just call back if needed. Nurse following up on previous call stated that the patient temperature did increase from 35.3c to 35.5c in the first hour but over the last hour, the patient temperature has not increased or changed any. Confirmed water temperature was 35.3c. Trend indicator showed thermoneutral. Nurse have a bair hugger on the patient to help reduce shivering, and there was no visible shivering or microshivering that they see. Had nurse confirm high water limit (hwl) was set to 40c. Nurse was going to continue to monitor but about to take the patient to MRI. Confirmed the pads were MRI safe, they would have to empty and disconnect the pads while they go to MRI. Encouraged nurse to call back once they return if they have any issues.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. When they started warming, the patient temperature was 35.7c. The patient temperature has dropped over the last 3 hours and was now 35.2c. Confirmed water temperature (wt) was 37.4c, water flow rate (wfr) was 2.3 l/min, they have four pads with good coverage. Nurse confirmed water temperature has been around 37c. Nurse stated that they had paused therapy for the patient to go to a procedure earlier, but when the patient returned, the patient temperature (pt) was 35.7c and they resumed therapy. This was when the patient temperature started dropping and they initially wanted to give it a little time to see if it was from therapy being paused, but now the patient was continuing to drop. Walked nurse through accessing diagnostics showed that the outlet monitor temperature (t1) was 36.2c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 36.4c, chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 0 percentage, and heater command (hc) was 0 percentage. Confirmed device was set up in normothermia. Walked nurse through setting device in hypothermia to utilize the rewarming function. Adjusted the rewarm from to the patient¿s current temperature, now 35.3c, and nurse confirmed their rate was 0.25c/hour and targeted temperature (tt) was 37c. Nurse started rewarming therapy. Suggested nurse monitor over the next hour and call back if the patient was still not warming or if water was not staying warm. Offered to call nurse back in an hour to check on therapy, would just call back if needed. Nurse following up on previous call stated that the patient temperature did increase from 35.3c to 35.5c in the first hour but over the last hour, the patient temperature has not increased or changed any. Confirmed water temperature was 35.3c. Trend indicator showed thermoneutral. Nurse have a bair hugger on the patient to help reduce shivering, and there was no visible shivering or microshivering that they see. Had nurse confirm high water limit (hwl) was set to 40c. Nurse was going to continue to monitor but about to take the patient to MRI. Confirmed the pads were MRI safe, they would have to empty and disconnect the pads while they go to MRI. Encouraged nurse to call back once they return if they have any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was warming to 37c in an arctic sun device. When they started warming, the patient temperature was 35.7c. The patient temperature has dropped over the last 3 hours and was now 35.2c. Confirmed water temperature (wt) was 37.4c, water flow rate (wfr) was 2.3 l/min, they have four pads with good coverage. Nurse confirmed water temperature has been around 37c. Nurse stated that they had paused therapy for the patient to go to a procedure earlier, but when the patient returned, the patient temperature (pt) was 35.7c and they resumed therapy. This was when the patient temperature started dropping and they initially wanted to give it a little time to see if it was from therapy being paused, but now the patient was continuing to drop. Walked nurse through accessing diagnostics showed that the outlet monitor temperature (t1) was 36.2c, outlet control temperature (t2) was 36.3c, inlet temperature (t3) was 36.4c, chiller temperature (t4) was 4.7c, mixing pump command (mpc) was 0 percentage, and heater command (hc) was 0 percentage. Confirmed device was set up in normothermia. Walked nurse through setting device in hypothermia to utilize the rewarming function. Adjusted the rewarm from to the patient¿s current temperature, now 35.3c, and nurse confirmed their rate was 0.25c/hour and targeted temperature (tt) was 37c. Nurse started rewarming therapy. Suggested nurse monitor over the next hour and call back if the patient was still not warming or if water was not staying warm. Offered to call nurse back in an hour to check on therapy, would just call back if needed. Nurse following up on previous call stated that the patient temperature did increase from 35.3c to 35.5c in the first hour but over the last hour, the patient temperature has not increased or changed any. Confirmed water temperature was 35.3c. Trend indicator showed thermoneutral. Nurse have a bair hugger on the patient to help reduce shivering, and there was no visible shivering or microshivering that they see. Had nurse confirm high water limit (hwl) was set to 40c. Nurse was going to continue to monitor but about to take the patient to MRI. Confirmed the pads were MRI safe, they would have to empty and disconnect the pads while they go to MRI. Encouraged nurse to call back once they return if they have any issues.